Event description:
It was reported ¿anxiety was setting in¿ for the patient.

Event description:
It was reported that a patient's right battery spontaneously turned itself off when the patient went through a security system at a library. The reporter noted this was "not surprising." It was reported that the patient could be in "a bit of a mess of this were to happen in the wrong circumstances," such as driving, which the patient tried to avoid "as much as possible." It was reported that a doctor and manufacturer representative had seen the patient once and would "continue to follow." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3387-40 lot# j0417811v, implanted: 2004 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.